Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and had blank display. The customer blood glucose level was 460 mg/dl at the time of incident. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer also stated that the display was not blank less than 30 seconds and then display returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.